Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-17720.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device had a "check vent: backup alarm failed" message that occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The manufacturer's product support engineer (pse) reported that the issue was not duplicated. The device was confirmed to be operating per specifications and no failure was identified. The alleged malfunction was confirmed to be a user error. Since occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the central processing unit (cpu) board was replaced as recurrence preventive measures. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.